Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no harm or injury reported. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, a ventilator service required alarm sounded. There was no reported patient involvement. The manufacturer¿s service technician observed a ventilator service required error of err_vbatt_sense_high in the device's event log. This error concerns a failure on the power management board which prevents use of the internal li ion battery. The power management board was replaced to address the issue.